Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product. This follow-up MDR was mailed to the FDA on 10/13/98.

Event description:
Event: (cc# 98-00002) the iab leaked. This was the only information at the time of the report. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 1/5/98. [Patient's current status]: unk - rpt'd 1/5/98.